Event description:
Health care professional reported that approx 7 months post implant the pt experienced paravalvular leak secondary to a 4cm dilation of the aorta. The valve was replaced. No product was returned for analysis and no additional info was provided.